Event description:
It was reported that device entrapment occurred. The target lesion was located in the severely calcified mid left anterior descending artery. After pre-dilating the lesion with a semi-compliant balloon, indentation remained. A stent was then placed and an opticross imaging catheter was advanced to view the implanted stent. However, the opticross catheter was stuck on the stent; thus, bailout was performed. The procedure was completed with another of the same device. No patient complications were reported.